Event description:
Patient ID: (B)(6) on (B)(6) 2005, he received a left tha. His left hip is zimmer ml taper stem with a 32mm +0 chrome-cobalt head articulating on longevity polyethylene in a trilogy socket. On (B)(6) 2016, urine cobalt level was 4.6 mcg/k and whole blood level not detected, with a detection limit of 0.5 mcg/l. On (B)(6) 2018, his urine cobalt level of 1.5 mcg/l and a plasma cobalt level was not detected, with a detection limit of 1.0 mcg/l, he has no symptoms at the hip. FDA safety report ID # (B)(4).